Event description:
It was reported that the physician's handheld was stuck on the alignment screen. A hard reset was performed, but the handheld again got stuck on the alignment screen and would not progress to the next screen. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
The handheld and flashcard were received for product analysis on 01/14/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Manufacturer narrative:
Type of device, name; corrected data: inadvertently listed ¿programming computer¿ instead of ¿programming software¿ on the initial report.